Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter pnk 20gax1.0in leaked it was reported by customer that 20 gauge IV placed in r forearm. Good blood return noted. Wire removed. Blood noted on tubing. When flushed, blood and saline leaked from tubing. IV insertion site intact. IV pulled out. Tubing appeared to leak just above butterfly wings. Verbatim: rcc received a complaint via email. I¿m reaching out regarding a safety incident that involved bd item # 383336 (saf-t-intima integrated catheter system with y adapter, pink, 20g x 1"). Please see noteworthy event details below: 1. Description: 20 gauge IV placed in r forearm. Good blood return noted. Wire removed. Blood noted on tubing. When flushed, blood and saline leaked from tubing. IV insertion site intact. IV pulled out. Tubing appeared to leak just above butterfly wings. Package saved. 2. The event occurred on 5/31/2025. 3. The lot number was 4145188. 4. The defective item was not saved and cannot be sent for further assessment. 5. Harm level: no harm to patient or clinical staff.

Event description:
No additional information available.

Manufacturer narrative:
DHR review: the complaint lot# is 4145188, sku is 383336, assembly in suzhou plant on 2024.jun.17, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: based on customer report defective item was not saved and cannot be sent. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported from tubing. The possible reasons for this type of failure may including: 1. Tubing damage/broken issue, or poor prn assembly status. 2. The swaging between tubing and luer-adapter is not good, leakage is from the swaging location. 3. Extension tubing bonding performance is poor. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing and the component at its both ends, including the swaging force and bonding force, a poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. Defective sample was not saved and cannot be sent, the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.